Event description:
It was reported that during the procedure in the anterior tibial artery, the armada dilatation catheter was advanced to the target site. The balloon was inflated to nominal pressure and it was noted that the balloon would not inflate further. Cath lab staff report that the dilatation catheter balloon ruptured or that there was a leak around the distal hub. The dilatation catheter was removed without resistance and a new same size armada dilatation catheter was prepped and advanced; however, the same occurred. The device was removed without resistance and a non-abbott dilatation catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada 14 pta catheter mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Functional testing was unable to confirm the balloon rupture; however, the reported hub leak at the guide wire port was confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on an expanded related record review and investigation, a product issue related to leaking from the guide wire port of the hub has been identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.